Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The investigation was unable to determine a conclusive cause for the reported mr. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the worsening mitral regurgitation. It was reported as a general comment that after several procedures, the mitral regurgitation (mr) was worsened after implantation of the mitraclip. No additional information was provided.